Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The balloon was loosely folded. There was no damage noted to the balloon catheter. The balloon was in a flap appearance above the distal balloon marker and 2 mm proximal to the distal balloon marker, for a length of 1 mm and 1.1 cm proximal to the distal balloon marker, for a length of 3 mm. There was no other damage noted to the balloon catheter. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the tearing of the balloon. A query of the complaint-handling database was performed and no other incidents have been reported for balloon rupture for this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. Tears in the balloon can be affected by numerous factors including but not limited to interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. Although a correlation between the bradycardia and balloon tear cannot be established, the bradycardia appears to be related to the operational context of the procedure. Based on available information for this lot, there is no evidence to suggest that the balloon tear is related to the manufacturing process.

Event description:
It was reported that during an interventional procedure to the de novo, proximal, right coronary artery with heavy calcification and 99% stenosis, a non-abbott guide wire was advanced to the lesion. The 2 x 30 mm mini trek rx balloon dilatation catheter (bdc) was prepped and soaked before use and the balloon was intact at that time. After advancing to the lesion, the mini trek was attempted to be inflated. No atmospheres registered but contrast was noted to leak into the vessel. The device was withdrawn and the patient exhibited bradycardia for approximately 1 minute, which was treated with injection of intracoronary nitroglycerin. Another same-size mini trek was used for predilatation. A total of 5 stents were placed with significant improvement in the patient's status. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: atw, inflation: priority pack, guide catheter: jr4, sheath: 6f. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information.